Event description:
It was reported that the patient underwent a replacement surgery with an artificial urinary sphincter (aus) due to a leak in the system. During the procedure a new aus was implanted. The explanted device had to remain at hospital. The patient was said to be doing fantastic. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.